Manufacturer narrative:
The subjected device was returned to olympus medical systems corp.(omsc) for evaluation. Omsc checked the uhi-4 and found that it did not have any abnormality. Olympus checked the device history record of the subject device, and there was no irregularity found. According to the literature, during a laparoscopic surgery, it is known that if a patient is obesity, it may be difficult to ensure a sufficient view with increasing a setting pressure of insufflator. The facility commented that the trocar might not have punctured completely. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility that this phenomenon was attributed to the patient's condition and/or the puncture condition of the trocar. Olympus stated the appropriate handling of the uhi-4 in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During the total laparoscopic cholecystectomy, the aero-peritoneum gradually became insufficient. At the beginning of the procedure, the aero-peritoneum was sufficient. The facility replaced the trocars, increased the set value of the cavity pressure. But the facility never did achieve a resolution. The uhi-4 continuously sounded the excessive pressure caution alarm. The facility changed the procedure to the open surgery and completed. The facility commented that the trocar might not have punctured completely. The patient has a round body.